Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated an unexplained pump reboot. The battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test battery cap was used for further testing. The test battery cap secured properly to the pump. The pump was exercised for 24 hours with no duplicated power loss or related alarms. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was observed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump unexpectedly rebooted. Debris was allegedly visible in the battery compartment, however no damage was reported. The reporter could not accurately state if the battery cap was secured properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.